Manufacturer narrative:
D9: product received date 22-nov-2024. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. Functional testing was performed, and the reported issue was confirmed. The plunger right side was replaced along with the motor, entire clutch assembly and the mainboard to resolve this issue. The pump passed all validation tests.

Manufacturer narrative:
H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a motor rate error, and physical damage to plunger head and top housing. There was no patient involvement.